Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests including displacement, sleep current measurement, and active current measurement tests. All currents were within specified ranges. No unexpected low battery life or low battery alerts were noted during testing. However, confirmed power error detected alarm due to j6 connector resistance issue. Unit received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer blood glucose value was 6.7 mmol/l at the time of the incident. Customer was able to successfully clear the alarm also able to complete rewind. Customer stated notification light did not stop flashing immediately. The device will be returned for analysis.